Event description:
During procedure, sureform 60 robotic stapler was not functioning or rotating correctly. This led to a second stapler being opened, which had the same issue. There was no harm to the pt. The procedure experienced an intra-operative delay due to this issue. Ref report: mw5115265.